Event description:
During preparation for a medical procedure, a penumbra system 5max ace reperfusion catheter was noted kinked at the hub. A new device was opened to complete the procedure.

Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 1.0 cm from the hub underneath the hypo-tube. Conclusion: the complaint has been evaluated. The complaint indicates upon removing the 5maxace catheter from the package, the operator noticed a kink at the hub. Evaluation of the returned device confirmed a fracture approximately 1.0 cm from the hub underneath the hypo-tube at the beginning of the spiral cut strain relief. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may fracture in this location. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.